Event description:
A physician reported that during surgery ophthalmic probe came off when tried to use. The surgery was completed on the same day with alternative probe and there was no patient harm.

Manufacturer narrative:
The returned instrument was received at the investigation site with its protective sleeve, in its tyvek pouch showing its lot information. It was returned in a disassembled state, i.e., the inner assembly group was pulled out from the housing. The lower contacts which remained undamaged showed no defect and were not loose. They exhibit traces of adhesive, that show the inner assembly group was originally bonded to the housing as specified but that bonding connection failed. The reported event could be confirmed with the returned instrument but the root cause for the failure of the bonding connection could not be determined. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).